Event description:
It was reported that pump display had pixel issue. There was no reported adverse impact to the customer. Technical support arranged pump replacement and customer will continue to use current pump or revert to alternate method of insulin therapy as needed until received.